Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. Parts were ordered and the unit was repaired and returned to service. The part was returned to the manufacturer for investigation: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The vent had a flow test problem; it also had a pressure problem. The unit was not in use at the time of the event.